Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of drainage is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2ml juvederm volite in each cheek and lower face.. During injection, patient developed pain and bruising on upper right cheek and yellow blisters with yellow discharge. Patient was treated with panadol®; pain resolved. Consulting hcp advised it may be an allergic reaction. Capillary refill test was normal. One day later, patient developed redness, additional blisters, and swelling. Patient took antihistamine to reduce swelling. Patient was provided cerave lotion to use at home as an ongoing treatment. Second capillary refill test was normal. Hcp advised event is resolved as patient is healing.